Event description:
About 4 years ago, I started having incontinence and it just got worse, then I had a rectal prolapse that was so bad it almost came out about 7 inches. Then I had a transvaginal prolapse, and then they discovered mesh erosion and scarring. All of my pelvis feels like someone dumped acid down them. I have severe back pain and pain in all of my body now. I can¿t have sex, I can¿t go anywhere, I¿m in bed most all the time, I pee about 30 times a day. Now the pain is so bad that I feel like ending it, don¿t want to and they have me on oxy 40¿s and oxy 60¿s and many other things. I am getting ready to have surgery again to remove the mesh. I would like to find a good lawyer but I don¿t know if it would be better to get one in (B)(6)or (B)(6) where it happened. Do you know how and where I can get help?